Event description:
It was reported that during a t2 tibial nail case the smallest non-cannulated rigid bixcut reamer shaft snapped and the distal end of the reamer shaft got stuck in the tibial canal. After several attempts to remove the broken reamer without making another incision, the surgeon decided to make an incision over the fracture site. The broken reamer was pushed back up the canal using a ronger. There was a surgical delay of 150 minutes as a result of the event.

Manufacturer narrative:
D9 / h3 updated to indicate device was not returned. The reported event could not be confirmed, since the affected device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned for evaluation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be available in order to determine the exact root cause of the issue. However, through the additional communication it was communicated that the patient had hard bone. So application of excessive force in order to appreciate through the hard bone may be one of the probable causes. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report.

Event description:
It was reported that during a t2 tibial nail case the smallest non-cannulated rigid bixcut reamer shaft snapped and the distal end of the reamer shaft got stuck in the tibial canal. After several attempts to remove the broken reamer without making another incision, the surgeon decided to make an incision over the fracture site. The broken reamer was pushed back up the canal using a ronger. There was a surgical delay of 150 minutes as a result of the event.